Manufacturer narrative:
D4: UDI, g4, b3 unknown. One device was received for evaluation, visual inspection found the device to be in good condition. A review of the device¿s event history log found a record of error code 1310. Functional testing was performed. Upon review, the reported problem was duplicated. It was determined that a possible root cause was due to user error. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an unknown error. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.